Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button was harder to press. Customer¿s blood glucose level was unknown. Customer reported that insulin pump was damage near the battery compartment. Insulin pump received unexplained no delivery alarm. Customer reported that the insulin pump locked over and become non responsive for couple of times. The insulin pump will not be returned for analysis.